Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the black box data showed unexplained reboots on 05/31/2016 and 06/01/2016. A visual inspection of the pump showed no damage to the battery compartment. The returned battery cap was able to fully tighten on to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no issues. The pump cover was removed and no defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.